Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the move registry, following use of three 6f-12f mynx control vascular closure devices (vcd), the patient called with concerns regarding the groin site, described as swelling, bruising, and pain. Imaging was ordered and revealed a hematoma greater than 6cm. There was no additional reported patient injury. The subject underwent a planned cardiac catheter-based primary index procedure for treatment of atrial fibrillation using a pulsed field ablation (pfa) approach. The primary index procedure device was documented as sphere 9 (mdt). Venous access was obtained via the right leg only, utilizing three distinct venous access sites (r1 cranial, r2 mid, r3 caudal). Venous access was achieved using ultrasound guidance and micropuncture technique, with no upsizing or downsizing required to reach final sheath sizes. Final sheath sizes were 8 fr at r1, 10 fr at r2, and 7 fr at r3. Following completion of the index procedure, three mcv vascular closure devices were utilized for venous closure at the right leg access sites. The first and final mcv vcd insertions occurred during the index procedure, marking enrollment. Closure was performed sequentially in the order r1, r2, then r3. The mcv vcds were removed on the day of the procedure, with successful deployment documented at all three access sites. Venous hemostasis was not maintained at the initial post-removal assessment; however, hemostasis was subsequently achieved at all access locations within the documented post-removal period. The sealant was deployed and removed by the same physician. No left-leg access was performed. During the procedure, intraprocedural anticoagulation (IV heparin) was administered, followed by protamine administration after completion of the closure procedure. Activated clotting time was assessed at the end of the closure process, with documentation confirming measurement without inclusion of numerical results. No local anesthetic administration was documented as part of the closure procedure. The subject did not receive a urinary catheter. The procedure duration was documented, and the subject was transferred to post-operative recovery following completion of the intervention. No access-site complications or other adverse events were documented between vascular closure and transfer to recovery. During recovery on the day of the procedure, the subject was able to ambulate without venous rebleeding from any access site. The subject was discharged from the hospital later that same day. No adverse events were reported during recovery or prior to discharge, and no pain medications were administered prior to discharge. Pain assessment performed on the day of discharge documented no pain. Several days following the procedure, the subject contacted the site reporting groin swelling, bruising, and significant pain with ambulation. Diagnostic imaging was ordered and confirmed the presence of an access-site hematoma. The event was documented as an access-site complication occurring outside the immediate post-procedural period and prior to the formal follow-up window. The event was documented as ongoing at the time of reporting. No surgical intervention was documented. The event was classified as a serious adverse event, categorized under other serious (important medical events), and did not result in discontinuation from the study. During a scheduled follow-up visit conducted within the protocol-defined follow-up window, the subject reported the access-site hematoma as an adverse event since discharge. There were no changes to concomitant medications since discharge. The subject reported use of acetaminophen for management of post-procedural pain. Pain assessment during follow-up documented severe pain associated with the access-site complication. The device will not be returned for evaluation.

Manufacturer narrative:
As reported in the move registry, following use of three 6f-12f mynx control venous (mcv) vascular closure devices (vcd), the patient called with concerns regarding the groin site, described as swelling, bruising, and pain. Imaging was ordered and revealed a hematoma greater than 6cm. There was no additional reported patient injury. The subject underwent a planned cardiac catheter-based primary index procedure for treatment of atrial fibrillation using a pulsed field ablation (pfa) approach. The primary index procedure device was documented as sphere 9 (mdt). Venous access was obtained via the right leg only, utilizing three distinct venous access sites (r1 cranial, r2 mid, r3 caudal). Venous access was achieved using ultrasound guidance and micropuncture technique, with no upsizing or downsizing required to reach final sheath sizes. Final sheath sizes were 8 fr at r1, 10 fr at r2, and 7 fr at r3. Following completion of the index procedure, three mcv vascular closure devices were utilized for venous closure at the right leg access sites. The first and final mcv vcd insertions occurred during the index procedure, marking enrollment. Closure was performed sequentially in the order r1, r2, then r3. The mcv vcds were removed on the day of the procedure, with successful deployment documented at all three access sites. Venous hemostasis was not maintained at the initial post-removal assessment; however, hemostasis was subsequently achieved at all access locations within the documented post-removal period. The sealant was deployed and removed by the same physician. No left-leg access was performed. During the procedure, intraprocedural anticoagulation (IV heparin) was administered, followed by protamine administration after completion of the closure procedure. Activated clotting time was assessed at the end of the closure process, with documentation confirming measurement without inclusion of numerical results. No local anesthetic administration was documented as part of the closure procedure. The subject did not receive a urinary catheter. The procedure duration was documented, and the subject was transferred to post-operative recovery following completion of the intervention. No access-site complications or other adverse events were documented between vascular closure and transfer to recovery. During recovery on the day of the procedure, the subject was able to ambulate without venous rebleeding from any access site. The subject was discharged from the hospital later that same day. No adverse events were reported during recovery or prior to discharge, and no pain medications were administered prior to discharge. Pain assessment performed on the day of discharge documented no pain. Several days following the procedure, the subject contacted the site reporting groin swelling, bruising, and significant pain with ambulation. Diagnostic imaging was ordered and confirmed the presence of an access-site hematoma. The event was documented as an access-site complication occurring outside the immediate post-procedural period and prior to the formal follow-up window. The event was documented as ongoing at the time of reporting. No surgical intervention was documented. The event was classified as a serious adverse event, categorized under other serious (important medical events), and did not result in discontinuation from the study. During a scheduled follow-up visit conducted within the protocol-defined follow-up window, the subject reported the access-site hematoma as an adverse event since discharge. There were no changes to concomitant medications since discharge. The subject reported use of acetaminophen for management of post-procedural pain. Pain assessment during follow-up documented severe pain associated with the access-site complication. The device was stored and prepared in accordance with the instructions for use (IFU), and the deployer was trained on mynx. No damages were identified prior to use. The patient outcome was recovered/resolved. The devices were not available to be returned for evaluation. The product history record (phr) review could not be conducted as a lot number was not provided. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in mynx control venous IFU as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and event. However, as hemostasis was achieved prior to discharge with no bleeding issues noted during ambulation, patient and/or pharmacological factors are likely. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.